Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2012, to explant the device due to chronic keloid formation around the implant site. The fixture and abutment were removed simultaneously and subsequently the patient developed a csf leak, which was controlled with fibrin sealant. The patient remained hospitalized overnight. On (B)(6) 2012, the patient experienced a seizure and continued to be hospitalized. The patient was discharged from the hospital on (B)(6) 2012, without further seizure activity, and is currently being followed by a neurologist. There are no plans to reimplant the patient with another device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4). Device not available for analysis.